Event description:
The manufacturer received information alleging a misalignment in the screen display was found. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a misalignment in the screen display was found. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue that the display was misaligned to the right side of the screen was not duplicated during an operational inspection. There were no unreadable characters.